Event description:
The pt had mic gastrostomy tube placed; mid-(B)(6). Four days later the floor nurse reported to surgeon it came out of patient. Upon investigation, surgeon determined that balloon was defective. The pt returned to surgery to have the tube replaced. It was noted there was significant leakage once entered around the g-bute site and upon further evaluation it was discovered that the balloon inflated.